Event description:
The consumer reported that the patient fell on (B)(6) 2016 and the patient had stimulation in the wrong location since over the weekend in (B)(6) 2016. The patient had pain shooting up their spine, into their neck, and down to their feet due to a sudden change in therapy or symptoms. The patient's leakage returned because they decreased stimulation to address stimulation in the wrong location. The patient's hands were jerking and swinging as well since the fall. Decreasing the amplitude did not eliminate the uncomfortable sensation. It was confirmed that the patient's therapy was turned on. Turning stimulation off did not resolve the issue at all. The patient would be seeing their health care provider (hcp) on (B)(6) 2016 to find out the cause and how to resolve it. The patient still had uncomfortable stimulation on (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
This information was originally captured in manufacturer¿s report #3004209178-2023-25125. After review, it was determined that it was part of this event. Continuation of d10: product ID 3889-33; lot# va0ptn5; implanted: (B)(6) 2015; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33; lot# va0ptn5, ubd: 2018-10-23, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that 6 months after surgery, the lead wire came apart and broke which caused shocking. Patient said they'd fallen and hit their back and butt cheek on the side of their ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.